Event description:
A review of the pt records reveale donly one pt experienced a decrease of 2 lines bscva in both eyes. This medwatch is for the right eye (od). MDR #1061857-2006-00189 is for the fellow eye. At 6 months post-op, this pt complained of poor night vision, halos at night and described vision 'like film over both eyes'. An enhancement was performed one month later in the right eye. At one month post-op enhancement, the pt reported intermittent blurry vision, but improving. Thirteen months following initial lasik surgery and 6 months following enchancement od, this pt underwent a custom treatment in both eyes. At the 4 month post-op (custom enhancement surgery). This pt reported va had been good, she sustained a fall and the next day noticed va od seemed blurred, had a dull ache od off and on and experienced new floaters since the fall. Bcva was 20/25+ at 1 year post-op, custom enhancement (2 years post-op initial lasik), this pt's bcva was 20/30 od, a two line decrease from prep-op initial lasik. Pt reported vision was very hazy and night driving was still difficult.